Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe actuation was weaker than usual during a procedure. The surgery was completed without product replacement. There's no patient harm. The condition of aspiration was unknown. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
Additional information provided. The finished good lot specific to this event is not known; therefore, lot history and device history record review was not possible. One opened probe was returned and visually inspected and found non-conforming. The cutter is in closed position. Functional testing could not be performed due to the cutter remaining stuck closed in the port. The probe was disassembled and the components inspected. There is approximately 10 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. Wear marks were observed at bend area. The adhesive fillet is present. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to actuate properly. The root cause for the actuation issue is due to the separation of components within the probe. It appears that in the beginning of surgical use the adhesive bond failed, causing the inner cutter to detach from the coupling. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of the inner cutter from the coupling. Probes continue to be 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).